Manufacturer narrative:
Medical dir of the facility stated that the pt actually died of cardiac arrest several minutes prior to the sounding of the abd alarm. Because of the resulting lack of pt circulation, negative pressure built up in the extracorporeal system creating air which caused the abd alarm. The venous portion of the extracorporeal system that was connected to the pt was free of air. As a result of gambro's clinical complaint investigation, gambro has found no evidence to suggest that any gambro device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of responsibility for the incident. This event is being reported as per gambro policy: all cases of pt's death within 24 hours after end of the treatment are considered reportable regardless any involvement of a gambro device. The gambro blood lines MFR also submitted their MDR # 8030638-2007-00008 for this event.